Manufacturer narrative:
The physical device has not been returned; however, user data logs have been received and are pending investigation conclusion. A supplemental report will be submitted with investigation results after investigation has been completed. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's mother tried to cancel a bolus, but the omnipod 5 system did not acknowledge the command and continued to administer the bolus.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed that several attempts were made to cancel a bolus on the date of occurrence. The logs show several times for one bolus where the cancel bolus button was pressed, the yes button was pressed, and a cancel bolus command was sent. Each cancel command had a unique command number and each command was registered to be sent to the pod. The logs show the bolus status was updated after the pod was deactivated, showing that the entire bolus was not delivered by the pod. The engineering log files showed that for one of these instances, the bolus record status was not set from 1, meaning in progress, to 3, meaning terminated, until several minutes after the cancel bolus command was sent. The exact cause of the bolus manager not changing the status could not be determined from the available logs.